Event description:
During product evaluation, it was determined that the pump's batteries needed to be replaced. It is unk when this occurred or if there was any pt injury or medical intervention neccessary. No additional info is available.